Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres (atm), the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. At 7mm proximally from the tip, there were two longitudinal tears 7mm in length running parallel to each other. Product analysis confirmed the reported event, as the balloon was found to have two longitudinal tears.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres (atm), the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.